Event description:
It was reported that the ventilator had an error code indicating occlusion - safety valve open alarm multiple times. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and had run through full test for error 5000. When testing customer was constantly getting 0.2 over limit after multiple tests. The customer was advised to check 3-way solenoid station to verify everything is seated properly. The customer verified everything was seated properly on the sensor board. The customer was advised to replace the 3-way solenoid and sensor board.

Manufacturer narrative:
Multiple attempts were made to obtain patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.